Event description:
The user facility in the EU reported a 73-year-old male (race unknown) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient had significant bleeding beside the repo-sheath. There was prolonged manual compression. The impella cp was explanted on the same day prematurely.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Based on clinical description, the root cause of access site bleeding was most likely due to anticoagulation management related.